Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Pump received with broken battery tube thread noted.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose of the customer was unknown. Customer stated the display returned. Customer stated battery compartment is neither damaged nor corroded. Customer also stated the contacts on the battery cap were not missing or damaged. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.